Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the hospital by ambulance and was diagnosed with diabetic ketoacidosis (dka) and 2 heart attacks during the stay. The patient's blood glucose (bg) values reached 507 mg/dl the patient was not able to sleep due to vomiting. For treatment, the patient was given anti-nausea medication and 2 bags of intravenous (IV) fluids and insulin. The patient was given a medication for their stomach, as well. The pod was worn longer than 48 hours on the arm. The patient was discharged after 1 day.